Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a fever and drainage from his exit site and was admitted for a driveline infection. At the time of admission, the patient had an elevated white blood cell count of 14.2 x 10^9/l. Drainage from the patient's exit site was cultured and found to be positive for serratia. The patient was treated with IV antibiotics. The patient was discharged home on (B)(6) 2016 on IV antibiotics. The patient's white blood cell count prior to discharge was 9.6 x 10^9/l.

Event description:
Additional information: it was reported that the patient continues to be treated for management of the chronic driveline infection. The patient was prescribed unspecified oral antibiotics and is being closely monitored. Reportedly, the patient has been found to be noncompliant with taking medications.